Event description:
It was reported that this right ventricular lead exhibited failure to capture. Imaging was performed and no anomalies were found. Further evaluation and reprograming of the device were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a lead revision was performed in order to address the issue.